Manufacturer narrative:
A visual examination of the returned screw was performed under magnification. The screw appears to be in excellent condition without any significant signs of wear. The screw is not broken. Additional mdrs associated with this event. MDR 3025141-2014-00024 - follow up 1: plate. 3025141-2014-00025 - follow up 1: screw 1. 3025141-2014-00131: screw 3. 3025141-2014-00132: screw 4. 3025141-2014-00133: screw 5. 3025141-2014-00134: screw 6. 3025141-2014-00135: screw 7. 3025141-2014-00136: screw 8. 3025141-2014-00137: screw 9. 3025141-2014-00138: screw 10.

Event description:
A distal clavicle plate was implanted. After four months, the plate broke. The plate and screws were explanted.